Manufacturer narrative:
On (B)(6) 2012, through an internal audit investigation it was discovered that the date included in the original MDR report was incorrect. The purpose of this MDR follow-up report #1 is to update the original incorrect date from (B)(6) 2011 to the correct date (B)(6) 2011.

Manufacturer narrative:
Complaint investigation opened for this event and in progress.

Event description:
A customer reported that the alarm sounded on the m2000 system uninterruptable power supply (ups) and that a strong electrical smell filled the lab. No visible smoke, fire, or evidence of fire was observed. The ups was unplugged immediately. An abbott field service specialist inspected the ups at the customer site and found it functional, but noted the odor of burnt electronics. The m2000abbottrt was plugged into the ups at the time of the incident; however, there was no evidence of damage to the m2000rt. The ups was returned to abbott molecular. The vendor for the ups is (B)(4). The ups is not required to properly operate the m2000rt.